Event description:
It was reported that a malfunction alarm (alarm 3) occurred after pump was taken out of the box. There was no reported impact to customer's blood glucose. Customer continued to use manual injections for insulin therapy.